Event description:
It was reported the pt has never received stimulation where she needed it. It is also reported that she has lost a significant amount of weight and she can feel the ipg when she sits down. It was reported that the pt is going to have the ipg explanted at a future date. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.